Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17jan2020.

Event description:
The customer reported that the ventilator keeps drifting out of calibration. There was no patient involvement.